Event description:
A (B)(6) distributor contacted zoll customer support to report that a female (B)(6) patient's charger/modem would not power on. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to an defective power supply brick. The root cause for the defective power brick could not be positively identified. No adverse event resulted from the defective power supply brick. The patient received a replacement battery/charger/modem.